Event description:
During service the unit was found to continuous cycle in one direction with all leds on and a constant chirping alarm. Replaced motor board due to verified, but undetermined motor board failure.